Event description:
It was reported that stent could not be deployed, so it was cut and removed. A 12mm x 90mm wallstent uni was selected for use in a stenting procedure in the severely stenosed iliac vein. After advancing the device to the lesion, the stent could not be fully deployed. The physician cut and removed the device. The procedure was completed with a different device. No patient complications were reported, and the patient was stable following the procedure.

Event description:
It was reported that stent could not be deployed, so it was cut and removed. A 12mm x 90mm wallstent uni was selected for use in a stenting procedure in the severely stenosed iliac vein. After advancing the device to the lesion, the stent could not be fully deployed. The physician cut and removed the device. The procedure was completed with a different device. No patient complications were reported, and the patient was stable following the procedure. It was further reported that the stent failed to completely deploy and could not be retrieved so the physician had to cut the puncture point to remove the device. It was noted that stent interaction with other devices occurred during the procedure. Furthermore, the patient experienced pain during removal.

Manufacturer narrative:
B5. Event description; h6. Patient codes, impact codes, and device codes were all updated, per the additional information. Device evaluated by MFR.: a wallstent uni was returned for analysis,. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. The device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that stent could not be deployed, so it was cut and removed. A 12mm x 90mm wallstent uni was selected for use in a stenting procedure in the severely stenosed iliac vein. After advancing the device to the lesion, the stent could not be fully deployed. The physician cut and removed the device. The procedure was completed with a different device. No patient complications were reported, and the patient was stable following the procedure. It was further reported that the stent failed to completely deploy and could not be retrieved so the physician had to cut the puncture point to remove the device. It was noted that stent interaction with other devices occurred during the procedure. Furthermore, the patient experienced pain during removal.